Event description:
It was reported that the patient stated she never had therapeutic effect. It was noted that the patient stated "this thing doesn't work." It was stated that the therapy "turned off" and that patient had left it off ever since. It was noted that the patient's son and patient's doctor had "set it off" and sent "electrical current" through her body. It was stated that "it hurts all the time" and that "it feels like being electrocuted." It was noted that the patient reported the pain to her health care provider. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3889-28, lot # v085160, implanted: (B)(6) 2008, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).